Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 18 balloon was flushed prior to use; however, it ruptured during the procedure at 10 atmospheres with the first inflation in the superficial femoral artery. The armada 18 device was removed intact. A 6.0x150mm non-abbott dilatation catheter was used to complete the procedure. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.